Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A coil, introducer sheath and delivery wire were returned. The coil was found interlocked inside the introducer sheath and was able to be removed without issues. The twistlock was found open and blood was found on the introducer sheath and on the coil. There were no issues noted on the delivery wire. The amount of blood found in the fibers is consistent with a wrong flush performed. Microscopic inspection of the zap tip shape and surface of the coil and the delivery wire noted no damage. Blood was noted on the interlocking arm of both the delivery wire and the coil. Dimensional inspection of both the delivery wire and the coil were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, a continuous flush setup must be used with a 5f imager ii selective diagnostic catheter." (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous and moderately calcified internal iliac artery(iia). An 8mm x 40cm interlock -35 was selected for use. During procedure, coil embolization was done with continuous flushing; however, the device failed to coil when it was deployed in the patient's body and became stretched while attempting to deploy and retract several times. The coil was then successfully pulled out together with the 5f imager catheter; however, the several centimeters of the coil protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device and no patient complications or injury reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The target lesion was located in the moderately tortuous and moderately calcified internal iliac artery(iia). An 8mm x 40cm interlock¿-35 was selected for use. During procedure, coil embolization was done with continuous flushing; however, the device failed to coil when it was deployed in the patient's body and became stretched while attempting to deploy and retract several times. The coil was then successfully pulled out together with the 5f imager catheter; however, the several centimeters of the coil protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device and no patient complications or injury reported.